Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an under infusion of piperacillin/tazobactam via secondary infusion during patient infusion in the progressive coronary care unit. Piperacillin/tazobactam was programmed to infuse 100ml at 200ml/hr but the remaining volume on the pump at the anticipated end-time of infusion was found 40cc. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6 (update codes), h11. B5: to resolve the event, the nurse added volume to be infused (vtbi) to ensure the entire dose was given to patient at the ordered rate. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.